Manufacturer narrative:
.

Event description:
It was reported to philips the device had a faulty therapy pca. The customer was asked to elaborate on what the fault was, however they only ensured they had a faulty therapy pca and a specific symptom was not provided. There was no patient involvement.